Event description:
It was reported that shaft break occurred. The 95% stenosed, 2.5mmx24mm, target lesion was located in the severely tortuous and severely calcified right coronary left anterior descending (lad) artery. A 24 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, it was noticed that shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the device was simply pulled out and completely removed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The 95% stenosed, 2.5mmx24mm, target lesion was located in the severely tortuous and severely calcified right coronary left anterior descending (lad) artery. A 24 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, it was noticed that the shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Manufacturer narrative:
E1 - initial reporter facility name: shanghai jiaotong university affiliated renji hospital south branch e1 - initial reporter address 1 and 2 updated. Device evaluated by MFR.: promus premier ous mr 24 x 2.50mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.

Event description:
It was reported that shaft break occurred. The 95% stenosed, 2.5mmx24mm, target lesion was located in the severely tortuous and severely calcified right coronary left anterior descending (lad) artery. A 24 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, it was noticed that shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the device was simply pulled out and completely removed.